Manufacturer narrative:
(B)(4). Unit alarmed pump error after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer was able to clear the alarm. Customer was able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. Customer has called about the alarm received alarm twice. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.